Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion in the mid left anterior descending (lad) artery. The 2.75 x 18 mm xience prox stent delivery system (sds) was advanced to the lesion without resistance; however, the device would not inflate when pressurized to nominal (10 atmospheres). The sds was removed without issue and replaced with another one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the inflation device was over torqued during connection to the hub resulting in the noted crack at the proximal end of the hub, thus resulting in the reported inflation issue as the device was attempted to be pressurized. There is no indication of a product quality issue with respect to manufacture, design or labeling.